Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy 1 pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional checking were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found to be "double beeping no cassette" during the investigation. The investigation reported that the root causes of the issue is unknown. Investigation recommended the pump downstream occlusion sensor replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep with no cassette. No patient involvement reported.